Manufacturer narrative:
Customer's meter has been returned to the lab and no reading issues were observed. It has been determined the meter does not exhibit the memory overwrite malfunction. All results were within the range specification and no errors were observed during control solution testing.

Event description:
Customer reported not being able to test blood glucose due to an errc 4 message appearing on their freestyle flash meter. Customer reported experiencing symptoms of speech deficiencies. Customer also reported a previous episode of loss of consciousness with seizure activity which occurred in 2007. Further details of that event were not provided by the customer. Paramedics were called and gave customer juice. Customer was then taken to the hospital where she was diagnosed with diabetic ketoacidosis and treated with insulin.